Event description:
It was reported that the wheels were cracked which may have caused a reduction in brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes were not engaging due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submiited with evaluation results.customer shipped new casters to own repair.